Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12769. It was reported a slight pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted in the laa via the watchman® access system. After the procedure a slight pericardial effusion (pe) was observed. No intervention was required. No further complications were reported. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient was doing well and was discharged home on normal course.